Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2015. During the procedure, the saw blade fractured while the surgeon was cutting through the distal femoral block in the patient. The blade fractured at the point that the blade attaches to the motor. A different saw blade was used to complete the procedure. There was no significant delay to the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.